Event description:
Customer alleged a break in the left side frame at the weld. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 3 years 9 months old. The owner's manual part number 1110546 rev d (jan-07) was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer called and stated that while cleaning this "rental chair" he noticed that it was loose. On further examination, he discovered a break in the left side frame at the weld. There was no end user involvement as this was a rental chair. A replacement side frame has been sent to the dealer under warranty. An RMA has been issued and the damaged frame is being sent back to invacare for an inspection and evaluation. No injury.